Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm approximately 36 months ago. The diameter, length and angulation of the aortic neck at the time of implant are unk. The pt has returned for regular annual follow-ups. It was reported that a recent CT demonstrated that the aortic neck has dilated (diameter is unk) resulting in a proximal type 1 endoleak and aneurysm enlargement to 6.1 cm. The physician elected to implant two aneurx 28mm aortic cuffs proximal to the bifurcated stent graft and successfully resolving the proximal type I endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results: (endoleak), (aortic neck has dilatation). Conclusions: (aortic neck has dilatation).